Event description:
A valiant navion stent graft was implanted during an unknown thoracic endovascular procedure . It was reported that the patient expired 2 days later. The cause of death is unknown & not related to the device. No additional clinical sequalae was provided and the patient has expired.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.